Manufacturer narrative:
The delivery device was not returned to the manufacturer for evaluation. Therefore, a product evaluation could not be conducted. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that doctor removed the lens intraoperatively due to the posterior capsule rupture. The lens was cut out in pieces. The incision was enlarged slightly. Another model lens was implanted. The surgeon indicated the likely cause of the event was "edge of lens catching posterior capsule". The patent's current status is "good".